Event description:
It was reported the patient's previous hcp had the patient on "so much medication" that when they went to their new hcp they "couldn't believe it, and the pump was up really high". It was not known what medication was in the pump. The outcome of the patient was not reported. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11165r03, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j0058135r, implanted: (B)(6) 2001, product type: catheter. (B)(4).